Event description:
Additional information became available that this lead was explanted due to multiple insulation abrasions noted on the lead near the proximal end.

Event description:
--

Event description:
Boston scientific received information that this patients left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances as well as high thresholds and loss of capture (loc). The patient is going to have a device replacement procedure soon, and the physician plans to replace this lead at that time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observation confirmed that the lead was returned severed and in two pieces. There was dried blood and bodily fluid noted throughout the lead lumen, the conductor coils were found to be deformed. Additionally there were six suture sleeves on the lead which were affixed with medical adhesive. The allegations were not confirmed.